Event description:
Boston scientific received information that during a change-out procedure, when a competitor's chronic right ventricular (rv) lead was connected to this device there would be intermittent, out of range shock lead impedances in any configuration that involved the proximal coil of the rv lead. The physician checked the connections multiple times and found no issues. The rv coil to can configuration had normal values of 61-77 ohms. The field representative consulted with boston scientific technical services (ts), and potential reasons for the intermittent, out of range, measurements were reviewed. Ts noted it would be at the physician's discretion to program the proximal coil out of the shocking vector and then to consider defibrillation threshold (dft) testing. At this time, it appears that the competitor's rv lead and this new cardiac resynchronization therapy defibrillator (crt-d) generator remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.